Manufacturer narrative:
The 510(k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultrasmart meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient reported that the alleged power issue began on the afternoon of (B)(6) 2011. The csr noted that the patient manages her diabetes with insulin. The patient claimed she followed her regular diabetes management despite the alleged issue. However, 1 hour after the issue began the patient reported she felt tired and developed "low sugar levels". The patient was unable to provide the specific "low sugar level" symptoms. The patient stated she went to the diabetes clinic for advice and was provided general information on what to eat and not eat to have good results. The patient denied receiving treatment at the clinic. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the recommendations in the owner's booklet. The alleged power issue remained unresolved. This complaint is being reported because the patient reportedly developed "low sugar levels" after the alleged power issue began.